Event description:
It was reported that during a routine device check, the atrial lead exhibited noise resulting in automatic mode switch episodes. The noise was reproducible with isometrics. The device was reprogrammed and the patient was stable.

Manufacturer narrative:
(B)(4).